Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had exposed wires was not confirmed. However, during evaluation, it was determined that the device would not lock the cutter, the pawls were damaged causing the cutter not to lock and failed pre-tests for modified set screw assessment, cutter lock assessment and safety assessment. The rub assessment could not be performed. The assignable root cause was due to improper use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had exposed wires. During in-house engineering evaluation, it was determined that the device failed safety assessment at pretest. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.